Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after twenty days after the surgery and use of the cannula, the endocannula (the removable one) simply cracked. There was patient involvement and no harm reported.

Manufacturer narrative:
Investigation summary: no product sample was received. Investigation of this complaint was done based on photo provided. On the photos there is shown one 005/073/690 9mm blu thin wall inner cannula with visible crack as described by customer. Affected inner cannula is a disposable device which is regularly cleaned by customer and therefore it shall be replaced based on its condition. To verify cannulas durability, we carried out informative testing on randomly selected inner cannula samples of each size last year from current batches to measure their performance using established standard test methods. Based on results of the testing current blue line ultra thin wall inner cannulas were found to be suitable for its function. Unfortunately, without the sample/more information we are unable to further assess this incident nor further investigate. Investigation might continue if sample or more information will be provided. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.